Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the reloads could not be fired even if loading was okay and device entered firing mode. The surgeon opened another reload to resolve the issue. There was no patient injury.